Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown, serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. D10: although the specific model number is unknown, the patient has an intellis neurostimulator, so the model number of their recharger is either 97755 or 97755-s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wire between the remote and the charger is slightly frayed, so it gets an electric shock while charging. A replacement recharger was sent out. The customer was notified that they should call back if replacement of their product does not resolve the issue.